Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted (B)(6) 2017. The patient¿s mother reported that the patient calibrated in the morning and the cgm was reading 150 mg/dl. It was indicated that the patient felt low and took a finger stick reading and the value was 58 mg/dl. The patient¿s mother did not provide further event information. At the time of contact, the patient was doing good. Additional patient information is not available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data.